Event description:
It was reported that the autopulse platform displayed a system error. No adverse patient sequelae was reported. No further information was provided. Manufacturer has requested additional information; however, no additional information has been obtained.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.